Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported unintended movement (inadvertent contact with tip of clip to wall) appears to be related to the difficulty with visualization and the poor image resolution was due to the effects of the ebeam and clip positioning overlapped in the echocardiographic. The patient effect of pericardial effusion appears to be related to procedural conditions. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is a being filed to report a pericardial effusion and slippage of the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system was advanced into the left atrium; however, there was inadvertent contact with the tip of the clip and the posterior wall of the left atrium. It was noted that visualization as challenging due to the effects of the ebeam and clip positioning overlapped in the echocardiographic imaging. The steerable guide catheter was maneuvered toward the anterior side to avoid further contact. However, a pericardial effusion (pe) occurred. The patient remained stable and the procedure continued. The clip was deployed in the a2/p2. Additional treatment was not performed. The patient is stable. One clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure. No additional information was provided.